Manufacturer narrative:
Additional information was received on (B)(4) 2014 indicating the initial procedure date was (B)(6) 2000.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - (B)(6) 2000 (exact date unknown). Manufacture date - unknown. This is 2 of 2 mdrs relating to the same reported event. Please also see 3002806535-2014-00065

Event description:
It was reported by the hospital that the patient underwent hip replacement in april 2000 and subsequently was revised on (B)(6) 2014, due to dislocation. No further information has been received.